Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received five appropriate treatments. One treatment converted an arrhythmia to a slower rhythm. Four treatments failed to convert the arrhythmia to a slower rhythm.   The device was started up at 18:15:30 on (B)(6) 2022. At 18:35:49, an arrhythmia was detected, ECG shows vt @ 200 bpm self-converting to sinus bradycardia @ 40 bpm. The lifevest properly detected vt. Self-converting vt and response button use prevented the lifevest from treating the patient. At 18:37:03, an arrhythmia was detected. ECG shows vt @ 210 bpm. At 18:37:33, the patient received the first appropriate treatment. Rhythm at time of treatment was vt @ 180 bpm. Post shock rhythm was vt @ 180 bpm. At 18:38:02, the patient received the second appropriate treatment. Rhythm at time of treatment was vt @ 170 bpm. Post shock rhythm was vt @ 180 bpm. At 18:38:29, the patient received the third appropriate treatment. Rhythm at time of treatment was vt @ 200 bpm. Post shock rhythm was vt @ 200 bpm. At 18:38:55, the patient received the fourth appropriate treatment. Rhythm at time of treatment was vt @ 180 bpm. Post shock rhythm was sinus rhythm @ 60 bpm with pvcs. At 18:39:28, the patient received the fifth appropriate treatment. Rhythm at time of treatment was vt @ 190 bpm. Post shock rhythm was sinus tachycardia @ 100 bpm transitioning to vt @ 190 bpm. The rhythm further degraded to vf with varying amplitudes and motion artifact. The patient remained in vt/vf after the fifth treatment. The device stopped delivering treatments after the maximum number of shocks allowable per single detection sequence. The device was shut down at 18:45:10 on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.